Event description:
It was reported that the 9600emi would not save images. It was further reported that the c-arms brake was failing. There was no adverse pt invovlement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. It is suspected that the hard disk drive will need to be replaced to correct the image saving problem and the brake mechanism will have to be repaired. Parts currently or order. A follow up report will be filed when additional details become available.